Event description:
It was reported that while trying to remove intramedullary rod from femur with the t-handle, the tip of the t-handle broke. No further patient outcome provided. Attempts have been made and no further information has been made available at this time. Due diligence is in progress for this complaint.

Manufacturer narrative:
(B)(4). Foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified that the large pin has fractured off the t bar. The fractured piece has not been returned. The instrument exhibits general wear around the area of the fracture. The instrument has potentially been in the field for approximately 2 years and 11 months. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d1, g3, g6, h1, h2, h6, h10. We are moving forward with this complaint without product return. If the device is returned later, we will reinvestigate the complaint at that time. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Device is used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.